Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the tab plate half shows a transverse break through the centerline of the release pin-hole. The titanium sternal fixation system (tsfs) technique guide cautions the user to be careful not to deform the pin section of the plate halves while contouring. However, the returned tab segment shows fatigue from bending forces at the location of the release pin. Thus, while the root cause cannot be definitively determined as the specific circumstances at the time of the damage are unknown; it is most probable that the compliant condition is a result of the method of use. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, this plate is intended for use in primary or secondary closure/repair of the sternum following sternotomy or fracture of the sternum, to stabilize the sternum and promote fusion. All three components (12 hole- slot, 12 hole- tab, and emergency release pin) of the sternal locking star plate were received. The tab plate half shows a transverse break through the centerline of the release pin hole. The tab portion is retained with the slot component by the release pin. The plate halves each show small indents consistent with tool markings. The fracture site was examined under five-times magnification and no material voids or irregularities were identified. The balance of the implant is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the assembly and the 12 hole- tab component was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient height reported as 6 feet. Additional product codes for this report include hwc. The device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 20, 2013. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no non-conformance reports (ncr) noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with two (2) ncr¿s and one (1) deviation generated. Ncr generated due to the raw material for the 460m022 emergency release pins coming into contact with trichloroethylene (tce) at the raw material supplier. The other ncr generated was due to the raw material not meeting the surface finish requirement due to scratches and raw material pitting. The deviation was put into place to allow the raw material supplier to cut the raw material sheets into smaller sizes to employ a more effective raw material straightening method to achieve the 4mm flatness requirement. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a sternal stabilization procedure (secondary closure) on (B)(6) 2015 due to a midline non-union of non-synthes implants. During the procedure, the surgeon was contouring a (synthes) titanium sternal locking star plate for implantation when the device broke into two (2) separate pieces. Additional medical intervention was not required in order to complete the procedure successfully. A delay of less than one (1) minute was reported. This report is 1 of 1 for (B)(4).